Event description:
It was reported that needle retraction failure occurred during use with a 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc. The following information was provided by the initial reporter, "today, in endoscopy a nurse had an autoguard needle that was defective. When she pushed the white button to retract the needle, it only retracted half way. For obvious reasons, she didn't feel the device was safe to save an show you but we do have the packaging. This needle was the bd insyte autoguard bc 22ga x 1.00in, lot #9084543. It has blue stripes."

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no related quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc. The following information was provided by the initial reporter, "today, in endoscopy a nurse had an autoguard needle that was defective. When she pushed the white button to retract the needle, it only retracted half way. For obvious reasons, she didn't feel the device was safe to save an show you but we do have the packaging. This needle was the bd insyte autoguard bc 22ga x 1.00in, lot #9084543. It has blue stripes."